Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "fill estimate error." Additionally, it was reported that the "wake button was broken." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.